Event description:
Reported an infusion pump with failure code 570:320:831. It is not known if the failure occurred while infusing on a pt. The facility reported that no pt injury was reported on this pump since the last baxter service event.